Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april the 8th 2016, a reporter (pharmacist) for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio enhanced meter displayed inaccurate erratic results. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the patient¿s meter had begun reading inaccurately erratic on (B)(6) 2016 when he obtained blood glucose results of ¿158 and 202mg/dl¿ on the subject meter, preformed within 20 minutes of each other. The patient manages his diabetes with insulin (self-adjuster) and increased his dose of insulin as a result of the alleged product issue. The reporter claimed that on an unknown time after the alleged product issue began, the patient developed the symptoms of ¿sweat and circulatory troubles¿. The reporter stated that the patient self-treated with food and/or drink, he ¿drank some cola¿. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. The patient carried out the correct testing steps. However, did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.